Event description:
Arm port was placed originally placed in 2001. In 2002, pt had arm pain with injection of the port. Fluoroscopy showed the catheter to be broken from the port. Catheter was in right atrium/pulmonary artery. Catheter retrieved and port removed.